Event description:
I had a rash on my face that required the use of a steroid cream. Date the person first started taking or using the product: (B)(6) 2020. Date the person stopped taking or using the product: (B)(6) 2022. Why was the person using the product? Sleep apnea. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Did the problem return if the person started taking or using the product again? Yes. FDA safety report ID # (B)(4).